Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant was placed in site #31 on 1/7/97 during a routine procedure. The clinician reports that the area had previous ridge augmentation with freeze-dried bone. The implant was removed on 1/23/97. The clinician states that the failure may be due to occlusal trauma (the pt bit into something hard).